Manufacturer narrative:
D10, h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. Review of the pump event logs determined that an alarm had previously been activated but no evidence of the reported issue could be found. The device was functionally tested, and the device passed all testing within specification. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the available information, the investigation could not confirm the reported issue. No actions have been assigned.

Event description:
It was reported the device stopped early and there was no medication left in the bag. There should've been 4.6ml or 2 hours left. 46-hour. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.